Event description:
Pt originally had orif of left humerus in 1998 after falling, and sustaining a comminuted intracondylar fracture (mid shaft) of the left humerus. Pt had poor healing despite ebi bone stimulation and physical therapy. Pt developed more pain and decreased elbow flexion and x-rays were taken which revealed that her plate was intact, but there were 2 broken screws. She returned to surgery for subsequent repair.